Manufacturer narrative:
Na

Event description:
Pt was undergoing an upper eus procedure (3rd upper endoscope in 3 days) for diagnosis of melena and dieulafoy lesion. During the intubation of the egd scope with the otsc clipped device in place a laceration of the esophagus occurred requiring hemostatic clips (this was done during the procedure) to repair the injury. The event appears to have been caused by either the teeth from the clip inside of the applicator cap or the piece extending from the applicator cap holding the knotted thread attached. No further surgical intervention was required or extended length of stay occurred.